Event description:
The fibrillator pad was placed directly on the patient's heart by the md. The pad was properly connected to the fibrillator device by the rn, and then turned to full power at the md's request. No power was delivered to the pad, although, the output test light came on. We changed out the pad and tried the device again, but there was still no power delivered to the pad. The connections were checked with no response to the change. We were not able to fibrillate the patient using the fibrillator. We had to cool to fibrillate. Biomed verified the problem with the fibrillator.